Manufacturer narrative:
D3: manufacturer address 1: tavor building 1, industrial park.

Event description:
It was reported that the needle fractured, and a portion remains in the body. An icesphere 1.5 cx 90 degree was selected for a cryoablation procedure to treat bone cancer in the femur. The probes tested correctly; however. During the procedure, this needle did not freeze sufficiently. When the needle was removed, damage was evident, and the tip was missing. It is believed that the probe was jammed into hardware in the femur, which caused the damage. The tip remained in the bone, and there was no concern about it migrating. Regardless, the patient was doing well post-procedure and there were no complications. An explant kit was requested, but an explant procedure date was not confirmed. It was further reported the probes were visualized via an ap view on c-arm, with no lateral view. Nothing abnormal was noted on the imaging. In addition, no cannula was used to insert the probes. There was no mention of feeling any resistance during insertion, but the probe had been repositioned a few times before sticking it in place. Additionally, no resistance was felt during removal of the probe. The freezing was performed in short cycles of 3-5 minutes at a time, and the broken needle originally froze, but it was later noticed that it hadn't been freezing to the expected temperature. There were no issues with any of the other probes that were placed in the same plane. There were no patient complications post-procedure.

Event description:
It was reported that the needle fractured, and a portion remains in the body. An icesphere 1.5 c x 90 degree was selected for a cryoablation procedure to treat bone cancer in the femur. The probes tested correctly; however. During the procedure, this needle did not freeze sufficiently. When the needle was removed, damage was evident, and the tip was missing. It is believed that the probe was jammed into hardware in the femur, which caused the damage. The tip remained in the bone, and there was no concern about it migrating. Regardless, the patient was doing well post-procedure and there were no complications. An explant kit was requested, but an explant procedure date was not confirmed. It was further reported the probes were visualized via an ap view on c-arm, with no lateral view. Nothing abnormal was noted on the imaging. In addition, no cannula was used to insert the probes. There was no mention of feeling any resistance during insertion, but the probe had been repositioned a few times before sticking it in place. Additionally, no resistance was felt during removal of the probe. The freezing was performed in short cycles of 3-5 minutes at a time, and the broken needle originally froze, but it was later noticed that it hadn't been freezing to the expected temperature. There were no issues with any of the other probes that were placed in the same plane. There were no patient complications post-procedure.

Manufacturer narrative:
D3: manufacturer address 1: tavor building 1, industrial park. D4: lot number and expiration date updated. Device evaluation by manufacturer: an icesphere 1.5 c x 90 degree needle (34364960) was returned to arden hills cis for analysis. Visual inspection of the exterior of the device showed significant kinking and twisting of the needle shaft. Additionally, it was confirmed that the needle tip was detached from the device and missing. The site provided fluoroscopic media depicting a small portion of the needle tip embedded within the patient bone. It is also evident in the picture that the patient had metal hardware implanted on the femur. The reported events were confirmed.

Manufacturer narrative:
D3: manufacturer address 1: tavor building 1, industrial park.

Event description:
It was reported that the needle fractured, and a portion remains in the body. An icesphere 1.5 cx 90 degree was selected for a cryoablation procedure to treat bone cancer in the femur. The probes tested correctly; however. During the procedure, this needle did not freeze sufficiently. When the needle was removed, damage was evident, and the tip was missing. It is believed that the probe was jammed into hardware in the femur, which caused the damage. The tip remained in the bone, and there was no concern about it migrating. Regardless, the patient was doing well post-procedure and there were no complications. An explant kit was requested, but an explant procedure date was not confirmed.